Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional noted that the actions/interventions taken were unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the study exit was brought about by the patient's death which was stated to be caused by colon cancer and was unrelated to the deep brain stimulation (dbs) device or procedure. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a clinical diagnosis of increase confusion. The patient had also reportedly been experiencing hallucinations, but they could not articulate them. The increased confusion was diagnosed with an examination on (B)(6) 2016. The reported systems were stated to be possibly related to the patient's device or therapy, and not related to the implant procedure. The symptoms reported were stated to be not related to programming, and the most recent interrogation of the device prior to the event was on (B)(6) 2015. The event was unresolved at the time of study exit/death/study closure. No further complications were reported or anticipated.